Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The rickham reservoir was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the ¿infection,¿ reported by the customer, could be linked to the patient and hospital surroundings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Na.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b6, g3, g6, h2, h3, h11. Additional information received on 29oct25 (date in the medwatch): "on (B)(6) 2025, a repeat csf test was negative. On (B)(6) 2025, psychrobacillus species was noted in thioglycolate broth from a culture. The outcome of the event previously reported as not recovered/not resolved was updated by the investigator to recovered/resolved with sequelae on (B)(6) 2025 at 08:13. No further information is expected. Additional information received on 16dec25 (date in the medwtach): the outcome of the event previously reported as recovered/resolved with sequelae was updated by the investigator to recovered/resolved on (B)(6) 2025 at 08:13. No further information is expected. Case comment: device related infection is a well-described risk associated with devices. The event is assessed as not related to brineura.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Study - this case is a report referring to a 11-year-old male participant. An investigator reported this case from the biomarin sponsored study, cerliponase alfa observational study. "On (B)(6) 2019, the participant-initiated treatment with brineura (300 milligram, qow, intracerebroventricular use). The lot number for brineura was m005816. The most recent dose was administered on (B)(6) 2025. "On (B)(6) 2022, the participant underwent implantation with an unspecified codman icv device (n/a). Model, lot and serial numbers not provided." "On (B)(6) 2025 at 09:36, the participant developed a grade 1 device related infection. Laboratory testing had shown rare white blood cells (no organisms seen). On (B)(6) 2025, additional laboratory testing had shown kocuria rhizophila in thioglycollate broth. No treatment was administered for the event. No action was taken with brineura due to the event." "The outcome of the event was reported as not recovered/not resolved." "The investigator assessed the event as not related to treatment with brineura. The investigator assessed the event as related to the participant's icv device. No other etiological factors were reported." "Device related infection is a well-described risk associated with devices. The event is assessed as not related to brineura."